Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer "has to press and hold cartridge down on pump for it to be detected," customers blood glucose level was 113 mg/dl. Reportedly, the customer continued to use pump for insulin delivery,